Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and cracked display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was not doing anything prior to receiving the alarm. Customer was unable to do troubleshooting on the low blood sugar since the pump was not operational. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.